Event description:
The customer reported that they observed positive reactivity in the forward grouping of the mts abd monoclonal and reverse grouping card lot # 101408037-11 with 4 samples. The customer repeated the samples in tube method and also using an alternate lot of gel cards and obtained acceptable results. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood. This customer issue is also being reported under medwatch MFR# 1056600-2009-00054 to 1056600-2009-00056, to document add'l false positive results with different samples from the same lot of gel cards.

Manufacturer narrative:
Retained testing performed at mts with known donor samples was satisfactory. The customer's complaint was not confirmed. No definitive root cause was determined for the false positive reactions obtained at the customer site. Gel cards performed as expected at the ocd site and no discrepancies or false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. The incident is isolated. (B) (4).